Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker dependent patient presented for a normal generator replacement. While opening the pocket, the physician cut the patient's chronic 4456 rv pacing lead. CPR was started and another company's temporary pacing wire was placed. This 4136 rv lead was implanted and the chronic 4456 lead was surgically abandoned. During the procedure, the patient developed a pneumothorax which required chest-tube placement the physician was unsure of the cause of the pneumothorax (CPR versus gaining access for the 4136 lead). The procedure was completed and the patient was taken to the recovery room where loss of capture was then observed. The patient returned to the operating room and the 4136 lead was repositioned. The evaluation the next morning was normal, and in the afternoon the temporary pacing wire was removed. Shortly after the removal, intermittent loss of capture was noted. The pacing outputs were increased, the patient was monitored, and no further issues were noted. However, when the staff attempted to put the arm sling on the patient, loss of capture was observed again and determined to be positional. It was suspected that the 4136 lead may have microdislodged when the temporary pacing wire was removed. The patient was taken to the procedure room and the 4136 was explanted it was noted the helix was fully extended. A new 4456 was implanted. At end of the case, a drop in the patient's blood pressure was observed. The patient was taken to the recovery room after approximately an hour the patient was transported to the operating room for a pericardial window due to cardiac perforation and tamponade. The cause of the perforation was unknown and it was provided the cause may have been the temporary pacing wire, this 4136 lead, or the new 4456 lead. The patient was monitored and was able to be discharged three days later. No further issues were noted. The product has been received for analysis. This report will be updated upon completion of analysis. Update 01. Oct 2015: boston scientific received information that the day post implant this right ventricular (rv) lead exhibited loss of capture which caused asystole of greater than two seconds. It was provided that the cause of the observation was suspected to be a microdislodgement of the rv lead when the temporary pacing wire was removed. Prior to that there were no issues. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.